Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06358 & 06359).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to elevated metal ion levels. A review of the invoice history confirmed the initial surgery date; however, a revision invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain, a vertical acetabular cup and elevated metal ion levels. Operative report further noted the presence of fibrinous tissue. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
The returned cup and head were evaluated and found to have been manufactured within specifications. The head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces, and possible metallic transfer marks. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of elevated metal ion levels. A review of the invoice history confirmed the initial surgery date; however, a revision invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.